Event description:
It was reported that during a new patient implant high impedance was found multiple times with the first lead used. The generator was tested with the test resistor and determined to be functioning normally. The electrode site was irrigated and the pin was reinserted multiple times. Lead impedance was still high (>= 9,000 ohms). The lead at neck site was checked twice and there was no problems with electrode placement. When a new lead was used, the impedance issues resolved. Upon visual examination, their were no obvious problems with the suspect lead. The manufacturer's device history records for the suspect lead were reviewed. The lead passed final quality and functional specifications prior to release. The suspect lead was received but analysis has not been completed on the returned device to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned lead/. The entirety of the lead was available for analysis. Kinks were noted on the lead coils at multiple locations and there were damaged electrodes; however, it is believed that the identified kinks and damaged electrodes were most likely caused during the surgery. At least two sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. There was no evidence of incomplete pin insertion. A cause for high impedance was not identified in the returned lead. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead assembly. No further relevant information has been received to date.